Event description:
(B)(4). Had to have all my teeth pulled. My teeth were slightly damaged back in (B)(6) 2015 but only like 5 of them! And they were not to the point of no return. In (B)(6) 2015, I found out all of my teeth were rotted from the inside out. (B)(6) 2015, I had to have all my teeth extracted at (B)(6) years old! This has destroyed my life completely as I was a singer before essure.